Event description:
It was reported that the device exhibited error code 41786. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg. Establishment name ppdated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.